Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 ime e2402: ileus, sudden deterioration, femoral & mesenteric pseudoaneurysm, induration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of ileocecal resection & anastomosis. It was reported that after the implant, the patient experienced abscess, ileus, intrabdominal hemorrhage, sudden deterioration, decreased oxygen saturations, pleural effusions, sepsis, foul-smelling bloody fluid, hole in staple line of anastomosis, perforation, inflammation, hematoma, infection, anastomotic stricture, delirium, femoral & mesenteric pseudoaneurysm, small bowel obstruction, abdominal pain, nausea, adhesions, drainage from midline incision, erythema, purulent fluid, induration of skin, & wound infection. Post-operative patient treatment included CT scan, angiogram, medication, hospitalization, antibiotics,drainage of pleural effusions, resection of small bowel, creation of end ileostomy, removal of fluid, area cleaned with warm saline, colonic side of anastomosis stapled closed & taken down, creation of stoma, wound vac, ICU, tpn, npo, diet advanced, pain management, ileostomy & hartmann's reversal, lysis of adhesions, bowel transection with use of stapler, side-to-side anastomosis with use of stapler, enterotomy & ileostomy closed, wound irrigated, & wound care.